Event description:
Major pump unit(s) involved: external control system failure.additional text: pt. Fell asleep on battery, woke to low battery alarm. When attempting to change battery had syncope.specific component(s) involved: external battery malfunction.additional text: low battery alarm-pt had syncope when he attpempted to change. Battery. Hit head. Wife reconnected.other component:causative or contributing factor: patient error in system care.other cause:intervention(s): replacement of external battery.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: external control, system failure. Specific component(s) involved: external battery malfunction.